Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was delivered damaged and completely open 2 of 3 infusion set boxes event on (B)(6) 2026. No further information available.